Manufacturer narrative:
The technician checked the bed and found that the bed was not zeroed prior to placing the pt on the bed, user error. The technician in-serviced the nurse and the nurse removed the pt and zeroed the bed to resolve the issue.

Event description:
The account alleged the bed exit alarm would not activate. No pt impact.